Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t-wave oversensing and oversensing of an atrial arrhythmia resulting in inappropriate shocks. In one of these patients, the r-wave amplitude was noted to have been significantly reduced. All but one system was able to resolve the inappropriate shocks via reprogramming to another vector. The remaining system was explanted and replaced with a transvenous system as the patient condition deteriorated. No additional adverse patient effects were reported.